Event description:
It was reported that the patient sought medical attention for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (leg), causing the cannula to dislodge. The patient reported symptoms of extreme thirst. The patient was treated with 12 units of insulin (humulin r) and intravenous fluids. The patient was released the same day, after approximately 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.